Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device was not returned; therefore, no direct product analysis will be available. As no device was returned for analysis, it is not possible to determine the root cause.

Event description:
Clinical study. It was reported that 482 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 was identified in the mid right coronary artery (mid rca) and was treated with direct stent placement using a 3.00 x 12mm taxus express2 drug eluting stent overlapping a previously placed bare metal stent. Residual stenosis was 0%. A complete description of the taxus express2 drug eluting stent is unknown at this time. The pt was discharged one day later on aspirin and plavix. At 482 days later, the pt required a tvr. A non boston scientific stent was placed in the mid rca due to distal in-stent restenosis. In the opinion of the physician, the relationship to the taxus stent was probable. The pt was discharged one day later.